Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl. Bolus and insulin injection were used to address bg. Pump system check was performed with tandem technical support (cts) and pump time was found to be off by 6 minutes. Customer report time may have been entered incorrectly when the pump was being set up. Cts assisted the customer with correcting the time.